Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the armada balloon catheter, negative was pulled and air was noted backing into the device. The device was set aside for return. There was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and one additional incident was identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.